Event description:
Patient admitted on (B)(6) 2011 and found to have non-stemi. On (B)(6) 2011, patient went into cardiopulmonary arrest. CPR was started. Hands free defibrillation pads were placed on patient in package suggested positions and connected to defibrillator/monitor. Patient was diaphoretic. The cardiac monitor indicated patient was in ventricular fibrillation. The defib was set for 150j and charge button pushed. Alarm sounded for fully charged defib, and defib button pushed. No energy was released. Attempted again. Pressed charge button after pad connection to cable was secured and cleared, attempt to defib without any results for defib. Staff charged the defibrillator... Times and each time it did not deliver a shock to the patient. Staff switched the defib. Monitor to external paddles, charged the defib at 150j, and successfully delivered a shock to the patient. The patient converted to a sinus rhythm and resumed spontaneous breathing on his own. The external paddles were turned off. The defib/monitor was then set for pacer mode (demand) and appeared to fire appropriately. Patient was immediately taken to the cardiovascular cath lab.